Event description:
A 20 gauge PICC placed in right basilic vein. After procedure completed, pt developed flushing. Severe back pain and chest pain. Complained of shortness of breath and "funny" feeling in throat. The PICC was being flushed with nacl at time of symptoms. PICC was placed at 19". Blood pressure 160/94, pulse 92, p92 r28 then pt became malsymptomatic after approx 5 min. Blood pressure 120/62 p 80, diapharetic-EKG done. Symptoms lasted approx 15 minutes and subsided. Pt also had intense itching of ankles.